Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was having a power issue and showing a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated, the alleged issue first occurred on (B)(6) 2012. The patient reported using a combination of oral medications with diet and exercise (dose unknown) to manage her diabetes. When the alleged issue occurred, the patient reported that she had more to eat or drink than usual. On (B)(6) 2012, the patient reported a few hours after the alleged issue began he developed symptoms of an unknown date and time the patient reported having symptoms of "sweating and feeling faint." The patient denied having any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered the battery needed to be replaced based on the battery usage/life, but the patient did not have a new battery available. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.